Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed a compromised force sensor error during the manual prime process. The rewind message occured after the alarm. The blood glucose reading was 247 mg/dl. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed prime during prime test due to moisture damage force sensor. The insulin pump received with moisture damage on the electronics, motor, vibrator and battery tube assembly. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.